Event description:
During on-site product service, the service technician found that a flogard infusion pump had battery damage. This malfunction was identified during evaluation; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. The battery damaged was identified during service, however the cause could not be identified. The battery was replaced in order to fix the reported condition. The pump passed all tests and was returned to the customer in working order.